Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level while using sleep mode on control iq software. The customer's blood glucose (bg) level was in 50 mg/dl range. Customer declined to provide further information or undergo troubleshooting.